Event description:
It was reported that the user experienced repeated occlusion alerts with an inset infusion set, confirmed during a customer support call despite tubing flow testing showing drops and no visible kinks, leaks, or bubbles, and with blood glucose reported in range. Customer care provided support that included remote troubleshooting and user guidance. Investigation of this case revealed that the occlusion condition persisted until the infusion set and related supplies were replaced. No clinical symptoms during the event reported. Outcomes included resolution of the occlusion alerts after completion of a full supply change. It was concluded that the event was consistent with an infusion pathway occlusion that resolved after supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.